Event description:
After a successful bronchoscopy procedure, the nurse wanted to put the biopsy inside a cup, she moved the radial jaw forceps to get the biopsy and the jaw fell down with the biopsy inside the cup. A new biopsy was performed, the patient condition is fine.